Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since the proximal neck was 12 mm in length; however, the procedure was conducted as labeled. Final angiography showed a type I endoleak from the main body proximal neck. Additional ballooning was performed, but the endoleak was not resolved. Another MFR's stent was then placed in the proximal neck. After the placement, a resolution of the endoleak was confirmed. The pt is recovering.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. Specific to this case, the IFU does states the length of non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm to be at least 15 mm. A definitive root cause cannot be reported at this time. Without films/images, the condition and/or shape of the anatomy is unk. However, the 12 mm proximal neck length may have been a contributing factor. Per info provided, the physician commented: "I suppose the inadequate proximal neck length of 12 mm contributed to the endoleak." We will continue to monitor for similar incidents.